Event description:
Patient's meter was reading inaccurately erratic. They obtained two readings which were 307 and 198 mg/dl within 10 minutes. They then gave themselves 20 units of n and 2 units of h. They then "bottom out" at school, where the school nurse treated them for low blood sugar. Time interval between the tests and this event as well as actual blood reading at the time of "bottoming out" is unknown. Patient did not have control solution available to troubleshoot. Sending a letter to obtain more information.